Manufacturer narrative:
Additional information was received that the physician confirmed that there was an actual skin breakage.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The physician saw that the ipg was coming through the skin. The patient underwent a procedure where the ipg was replaced and relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The physician saw that the ipg was coming through the skin. The patient underwent a procedure where the ipg was replaced and relocated. The patient was reportedly doing well postoperatively.